Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional about a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins does not work due to multiple falls and has not worked for a couple years. The healthcare professional was told that something was broken in the system and that they had tried to fix it with surgery but were not able. The healthcare professional said that the patients remote will not communicate with the ins. No symptoms were reported. No further complications were reported.